Manufacturer narrative:
(B)(4). Batch # n9079t. Investigation summary: the hand piece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts were being made to obtain the following information: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis surgery, the device (harh36) was not working. Used spare handpiece and harmonic to complete the procedure. There were no patient consequences. No additional information is available at this time.